Manufacturer narrative:
The awareness date for completion of the investigation has been corrected from (B)(6) 2016 to the correct date of (B)(6) 2017.

Event description:
It was reported that prior to a procedure the device broke. No known patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that prior to a procedure the device broke. No known patient involvement or procedural delays were reported with this event.

Event description:
It was reported that prior to a procedure the device broke. No known patient involvement or procedural delays were reported with this event.